Manufacturer narrative:
Additional information was added to h10. H10: additional information was received in which the customer stated that the product involved in the reported event was not an infusor. Therefore, a baxter infusor is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter infusor device leaked. The leak was further described as small droplets of nacl (sodium chloride) were observed between the pouch and overwrap. The event occurred prior to patient use. There was no patient involvement. No additional information is available.